Event description:
It was reported that catheter tip damage occurred with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter, "tip damage. Sample contaminated with blood."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the returned units and confirmed the reported observation of catheter damage. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional corrective action, resources will be assigned at that time. The complaint is confirmed and product is out of specification. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA 590840. Had been initiated to address needle pierced through catheter issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that catheter tip damage occurred with a bd angiocath¿ plus IV catheter. The following information was provided by the initial reporter. "Tip damage. Sample contaminated with blood."